Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy as intended. No adverse patient impact was reported.

Manufacturer narrative:
The device was returned undeployed. The download data showed a rotational sensor malfunction causing the second confirmed open to be earlier than expected and ending first prime early. Due to the malfunction the device was not deployed at the end of second prime. The device was reset and rerun successful, without replicating the malfunction in the original run. Discoloration was found on the commutator cap. As the rerun did not replicate the rotational sensor malfunction it could not be determined if the observed discoloration caused the rotational sensor malfunction. However, it could be concluded that the rotational sensor malfunction prevented deployed of the device.